Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The procedure treated the target lesion located in an unspecified coronary artery. A 3.0x24mm promus element stent was advanced for treatment but could not cross the lesion. Upon removal, it was noted that the stent edge got slightly lifted. The procedure was completed with another of the same device. No patient complications occurred and the patient status is good.

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The procedure treated the target lesion located in an unspecified coronary artery. A 3.0x24mm promus element stent was advanced for treatment but could not cross the lesion. Upon removal, it was noted that the stent edge got slightly lifted. The procedure was completed with another of the same device. No patient complications occurred and the patient status is good.

Manufacturer narrative:
(B)(4). Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination identified distal stent damage. The stent struts at rows one were both raised and twisted. This type of damage is consistent with the device encountering some form of resistance during advancement and/or withdrawal. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).